Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.26mm offset at the tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure. Additional observation(s) related to customer reported complaint: the molded insulator was observed to be partially detached from the grip base. This condition is consistent with the severe bending of the grip, as the misalignment and deformation can create mechanical stress at the interface between the grip and molded insulator, leading to partial dislodgement. Components adjacent to the dislodged molded insulator do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of a force bipolar instrument were misaligned. The procedure was completed with no reported injury.